Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged pump battery burning or melting issue could not be verified. The alleged issue against the usb cable was not confirmed due to the usb cable not being returned for investigation. However, additional issues were identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump began burning or melting. In addition, the tandem-provided charging cable began burning or melting reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.